Event description:
It was reported that the workstation on the 9800 system would not boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The cable to the work station was not plugged in. This was corrected during the service call. The system was found to be working as intended and put back into service.